Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. UDI# - in the absence of reported part number, UDI cannot be calculated. Date of implant has been estimated. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the index procedure in 2013 was to treat a lesion located in an unspecified vessel. An absorb scaffold was implanted. In 2015, the patient returned with very late scaffold thrombosis. Treatment of the thrombosis was not specified. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Updated case details: it was reported that the index procedure on (B)(6) 2012 was to treat a lesion located in the mid right coronary artery (rca) with 70% stenosis. The lesion was prepped by pre-dilatation with a 3.5 x 15mm non-abbott balloon catheter at 14 bar with the residual stenosis reduced to less than 40%. A 3.5x18mm absorb scaffold was implanted and a 4.0x15mm nc balloon catheter was advanced for post-dilatation; however, it failed to cross the proximal edge of the absorb scaffold. No other balloon catheter was advanced for post-dilatation. No imaging was used to confirm that the scaffold was fully apposed to the vessel wall. The final angiographic residual stenosis was less than 10%. The patient was placed on dual anti-platelet therapy (dapt) consisting of clopidogrel and aspirin. On (B)(6) 2015, the patient returned with a st-elevated myocardial infarction (stemi) and very late scaffold thrombosis was identified. Two xience pro stents (4.0x23mm, 4.0x12mm) were implanted for treatment. The final outcome was good. The patient was confirmed to have been compliant with their dapt. The patient's medication was changed to prasugrel. No additional information was provided.